Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. The device history records could not be reviewed as the lot number is unknown. Complaints for sample quality are under statistical control for the month of july 2025. At this time, further testing is not indicated. This complaint has not been confirmed for the indicated failure mode oil gel globules. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were floating gel globules in the serum of 50 devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were floating gel globules in the serum of 50 devices. No adverse impact was reported regarding the patient or user.